Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the reported issue began on (B)(6) 2016 although could not recall the exact time when she allegedly obtained a blood glucose result of 113mg/dl using the subject device which she felt was elevated compared to how she was feeling and/or her usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she usually manages her diabetes using insulin (self-adjuster) and reportedly consumed additional food and/or drink in response to the reading obtained. The patient denied experiencing any symptoms however was taken to the emergency room (ER) where her blood glucose was measured using an ER/hospital meter with a result of 40mg/dl. The patient stated that she received hcp treatment of IV glucose fluids around 5pm on (B)(6) 2016 in response to the reported issue. At the time of troubleshooting, the csr was able to confirm that the meter was set with the correct unit of measure and the test strips being used had been stored correctly and within expiry. The patient did not have any control solution. The subject device was requested back for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.